Manufacturer narrative:
The product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully. A DHR review was performed, there were no references found, which are indicating a nonconformance of the product in question. The cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
About 24 hours into support, outlet side of hls module and arterial line noted to have visible thrombus. Patient placed on a non-cardiohelp circuit as a result. No apparent patient injury, patient weaning off support (B)(6) 2016. Parameters of anticoagulation -this group normally maintains act at about 200 seconds by bolus at cannulation and maintenance of 25u/hr/kg. Shortly before visible thrombus was noted, act was 158 seconds. Hls module lot 70107404, (B)(4). Patient still on support with non-cardiohelp system. Consensus opinion of clinicians seems to be this was a patient specific event, not necessarily related to cardiohelp or components of. (B)(4).